Manufacturer narrative:
The customer reported that no sound is coming from the central nurse's station (cns). Technical support (ts) troubleshot the issue and discovered that the display was not connected. After connecting the display the customer confirmed that sound was working; however, the customer rebooted the cns and it wouldn't boot up. The customer swapped the drives, but then the no sound issue came back. Ts is working with the customer to resolve the issue. There was no patient injury reported.

Event description:
The customer reported that no sound is coming from the central nurse's station (cns). There was no patient injury reported.